Manufacturer narrative:
Device investigation narrative - this product is not intended to be or tested to be sold individually. These are sold as a box of six. The burr is damaged. Three portions were returned. This is a small scale device not intended to have excess pressure applied. There are several areas that indicate excessive force was applied to the device. The spherical blade is dinged. The sluff chamber portion of blade has wear bands. The sheath portion is visibly bowed and has a crease from pressure. Per IFU: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4)

Event description:
It was reported the inner shaft broke during an operation. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.